Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a cartridge change. Additionally, it was reported that multiple intermittent occlusion alarms occurred. Supply changes were performed to resolve the issue. Customer¿s blood glucose level was in the low 200s mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.